Manufacturer narrative:
The insulin pump was received with intermittent escape and down arrow buttons response due to flattened button dome switch. No button error alarm during our testing. The lcd keypad connector was not found unlocked during our visual inspection. The insulin pump had cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that customer received a button error alarm. Insulin pump would need to be replaced.